Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 202 mg/dl and 88 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Caller tested 2.2 inr on the coaguchek xs system while a professional coaguchek xs plus system returned as 3.3 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.